Event description:
Upon opening the package, a loose piece of plastic fell out. The concern is that the piece of plastic could have been lost in a pt if the package had been opened in a sterile field.